Manufacturer narrative:
The device was not returned to edwards for evaluation. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. A definitive root cause cannot be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that this 19mm aortic pericardial valve, implanted approximately two (2) years and one (1) month, was explanted due to aortic stenosis secondary to fused leaflets. This device was originally implanted for aortic valve replacement to correct aortic stenosis. This device was explanted and replaced with a non-edwards valve.

Manufacturer narrative:
Additional manufacturer narrative: updated patient identifier, (date of birth), (serial number and expiration date), and device manufacture date. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Device evaluation: the product was returned for evaluation. Customer report of stenosis and fused leaflets were confirmed through observed host tissue overgrowth. X-ray demonstrated wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 3 on the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 2 on the outflow aspect. Host tissue on the stent circumference was moderate at the inflow aspect and minimal at the outflow aspect. Host tissue formed a ring on the surface of the leaflets at the inflow aspect and fused all three leaflets by approximately 2mm at the commissures. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Leaflet 2 had two non-transmural tears of approximately 2mm long on the outflow aspect. Leaflet 3 had a non-transmural tear in the cusp area approximately 2mm long on the outflow aspect. Approximately 90% of the sewing ring was partially cut off and exposed the wireform on the inflow aspect. Wireform was also exposed at commissure 1. Mechanical damage was observed on all three leaflets near the commissures on the outflow aspect and appeared to be serrated. Suture pledget remained on the sewing ring near leaflet 3 on the inflow aspect.